Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of small hole in distal end of tubing could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0500 lot number 23093259 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: bd alaris pump infusion set with back check valve 2 smart site y-sites ref 2420-0500 expiry date 2026-09-19. Patient was hooked up to IV line, pump started and infusion running. Upon rounds (aprox 10 minutes after infusion started, the primary and secondary bags were empty and patient reported no change in status. Patient IV site checked, pump checked and upon further inspection there was a moderate amount of fluid on the floor beside patient bed. IV tubing removed from pump and all lines traced back. Tubing then checked and small hole (?) At distal to the pump was found in tubing. Who was affected? Patient. Frequency of problem: first time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.